Event description:
A doctor's office alleged that the correct plus thick n' thin impression material had inconsistent setting times and created impressions which had distortions leading to crowns which did not fit for two (2) patients. This is the second of two (2) reports.

Manufacturer narrative:
The patient returned to the office and new impressions were made. New crowns were then seated for the patient during a follow up appointment. To date, the patient is doing fine. A physical evaluation was performed on the returned product, yielding results within specifications. A DHR review indicated that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. These investigation results indicate that the incident which had occurred was not due to a product failure.